Event description:
When the pt moved his chest from behind to the front while sitting in his wheelchair, he felt something strange in his body, then the pump pocket filled with fluid and the spasms returned. A disconnection of the pump connector had occurred. The pump connector was replaced. After the replacement, the pt was reported to be doing "ok". There was no pt injury. The pump was used to deliver baclofen mixed with nacl.

Manufacturer narrative:
The pump connector has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.